Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. It was unknown if pd therapy was ongoing until the time of death. The cause of death was not reported; however the caregiver reported it was expected. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. During visual inspection, no issues were observed. The power on self-test was successfully performed. One hour therapy was successfully performed. The device passed all checks and calibration tests successfully during service. A review of the device history revealed no nonconformities, rework, or deviations that would cause or contribute to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.